Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was not working and battery dead. The ipg remains in use. It was also reported the lead is broken. The lead remains in use. The patient has consulted with physician and device check was performed. No patient complications have been reported as a result of this event.